Event description:
It was reported that a tsb35 was used during a thoracoscopy cholecystectomy procedure. It was reported by the affiliate that the instrument was empty and instrument does not fire. There was no consequence to the pt. 6/16/98 rec'd message from affiliate. The procedure name should be a "subtotal pneumotectomy" and not thoracoscopy.

Manufacturer narrative:
Tracking #.58100/c. D5,6; h4: info not available, device not returned for analysis.